Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by the customer that the assembly was missing a clamp. Two hundred samples of item mp5305-c were submitted for quality investigation. Visual inspection of the samples indicate that the samples submitted are constructed as designed. Comparison of the samples submitted to the engineering design drawings indicate that the samples are constructed correctly. Item mp5305-c does not have clamp in its construction. The customer complaint of misassembly could not be verified. A root cause was not established because the samples submitted were constructed correctly. A device history record review for model mp5305-c lot number 24029537 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd maxplus pressure rated extension set with removable needleless connector was missing a component the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no reported issue: customer received 4 cs of extension sets without the clamp that the vendor has confirmed should have been included with the product.

Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed